Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced recurrent urinary tract infections for more than 1-1/2 years. The sling was removed due to said recurrent infections.